Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer called concerned with test results from back-to-back tests of 115 and 217 mg/dl the customer stated his expected fasting blood glucose test result is below 115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Per customer, the product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 07/23/2026 and the open vial date was not provided. The customer did have another vial of test strips (same lot number) that had been stored and handled correctly. During the call, a back-to-back blood test was not performed by the customer. The meter memory was reviewed for previous test result history: result 1: 102 mg/dl, date: on (B)(6) 2026, time: 1:12pm, fasting pm. Result 2: 115 mg/dl, date: on (B)(6) 2026, time: 7:32am, fasting am. Result 3: 217 mg/dl, date: on (B)(6) 2026, time: 7:31am, fasting am. Result 4: 111 mg/dl, date: on (B)(6) 2026, time: 9:43pm, fasting pm. Result 5: 204 mg/dl, date: on (B)(6) 2026, time: 8:10pm, fasting pm.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.